Event description:
The sales rep reported that the suction clogged on the customer's vapr cool pulse 90 electrode without hand controls during a shoulder procedure. The surgeon continued to use the complaint device, and the patient's arm twitched, which was believed to have happened due to the surgeon being in the area of a nerve. The surgeon continued to use the complaint device and while not in a nerve area, deeper in the bicep tunnel, the patient's arm twitched again. They swapped the complaint device out with another like device, and the surgeon completed the procedure with no patient consequences. The complaint device is being returned to depuy (B)(4) for evaluation.

Manufacturer narrative:
As of the date of this report, the complaint device is reportedly enroute to depuy (B)(4) for evaluation and root cause analysis. However, it is not confirmed it will be returned within the thirty day reporting requirement. A follow-up report will be filed when and if the complaint device has been returned and evaluated.

Manufacturer narrative:
The complaint device was received back from the customer. The complaint device was returned to the manufacturer for testing and root cause analysis. There is no visual evidence of any damage to the tip of the device apart from normal use. The electrode shaft appears bent, likely damage from return shipping. The complaint device has passed visual inspection, electrical testing, and functional testing. The customer reported fault has not been confirmed. The device was evaluated and found to function as expected. There was no electrical or mechanical failure of the device which would have caused the reported issue. Depuy mitek initially reported this issue as an adverse event. Upon review of the depuy mitek medical safety officer it was decided it did not meet the level of an adverse event. Muscle twitching when using rf devices is a known entity especially when the surgeon applies the device near a nerve. In addition, there was no adverse event or patient issue reported after the surgery. In regards to the reported suction issue. The device's instructions for use warn that the use of the device without suction is not recommended. It warns that the failure to attach the suction tubing to an adequate suction source may cause thermal injury to the physician or patient. Failure to maintain the recommended suction may result in the device failure. It has been reported that the surgeon chose to continue the procedure knowing the suction of the complaint device was clogged, against the recommendations contained in the product IFU. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot conclude as to what may have caused the end user to have had the reported experience. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.